Manufacturer narrative:
Follow-up #1: date of submission 09/15/2015 - device evaluation: the pump has been returned and evaluated by product analysis on 08/24/2015 with the following findings: a review of the pump¿s black box showed one no cartridge detected (cs 163) warning. During testing, the rewind, load, prime sequence was performed and a load step malfunction occurred. The force sensor calibration was found to be out of specification. The pump was opened and a crack was observed on the force sensor pin.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump was priming the tubing during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.